Event description:
The customer called to report that the pump had a low battery alarm. Troubleshooting was performed. The alarm history revealed that the alarm occurred twice.

Manufacturer narrative:
Final analysis revealed that the device had no audible tone due to broken negative transducer wire.